Event description:
According to the reporter: the patient had a rhinoplasty in 2011. In 2013 the patient began to have spasms in the nose and mouth area on their face. It had been getting worse because it reached the eyes and all the face. Sometimes the patient could feel micro movements around the eyes. The patient often got heavy eyelids and felt tired. The patient's doctor performed an MRI and an electroencephalogram but did not find anything.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient had surgery on their face in 2011. A few months later the patient began to have spasms on the face. The patient's doctor performed neurological examinations but did not find anything.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.